Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the locator wings were initially bent during thumb advancer deployment and prevented the wings from fully collapsing into the delivery tubeset when the clip was deployed. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. The thumb advancer and delivery tubeset were retracted by use of the access ports. Counter-traction and assertive pull would detach the wings from the distal retaining rings as observed. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure in the right common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the pt artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip and manual compression for three mins. There were no reported adverse pt effects. Though requested, no additional info was available.